Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, pain, swelling, abscess, bleeding, mobility. Patient just finished ortho treatment. The crown was screw retained, no cement was ever used.